Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that this right ventricular (rv) lead exhibited loss of rv capture. It was noted that this pt had an underlying ventricular rate of 55 beats per minute. The rv impedance was noted to be stable. Ts advised to consider performing a chest x-ray for possible lead dislodgement. Additional information was provided that the lead was successfully repositioned. No adverse pt effects were reported. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.